Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. At 2200 on (B)(6) 2021, the cgm was reading 12.6 mmol/l and the patient¿s father administered her long acting insulin. He waited 30 minutes to assess whether she required a corrective bolus. After the 30 minutes, the cgm was reading 14.7 mmol/l. No confirmation bg was checked. The father administered a corrective bolus of 2 units. He checked on the patient at midnight and her cgm was 18 mmol/l with an upward arrow. The patient was given an additional 3 units of insulin. The patient woke her father at 0130 on (B)(6) 2021 as she was experiencing a symptomatic hypoglycemic event; she remained conscious but her hands were shaking, she was staring at the ceiling appearing ¿spaced out,¿ and her skin was clammy, although the cgm was showing 11.0 mmol/l. Her father gave her glucose (jelly babies). Once she stabilized to her normal self and her shaking ceased, the father checked a fingerstick bg which was 3.3 mmol/l; the cgm was 10.5 mmol/l. The patient recovered well and was healthy at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
Com-(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No injury or medical intervention was reported.